Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep replaced the communication board and the hard drive then reloaded the software. The sys operates as intended.

Event description:
It was reported that the 2600 system was not saving images after the hard drive was replaced. No pt injury was reported.